Event description:
Pt was awakened from sleep by sharp pains in bilateral legs. Pt was transported to local hosp where his physician determined his medtronic pump battery had run out. Pt stated he did not hear alarm to designate low battery. Pt also experienced nausea, vomiting and increased pain.